Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped and replaced due to capture anomaly. The patient tolerated the procedure well and was discharged home.